Manufacturer narrative:
The insulin pump was received with cracked end cap. The insulin pump powered up properly after battery installation and no failed battery test noted. The operating currents are within specification. The insulin pump had minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call failed battery test. Troubleshooting for failed battery test was performed. Customer advised each time they replace the battery the device alarms. Troubleshooting was unable to resolve the issue. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.